Event description:
This unsolicited device case from united states received on (B)(4) 2014 from a health care professional. This case concerns a male patient of unspecified age who developed effusion which was dark and cloudy after receiving treatment with synvisc injection. The patient had history of treatment with two series of synvisc injection in the past. No medical history, concomitant medications or concurrent condition was reported. On an unknown date in 2014, the patient initiated treatment with synvisc injection at a dose of 2 ml once a week, (batch/lot number: v13101 and expiration date: august 30, 2016; route: not provided) in unspecified knee for osteoarthritis. On (B)(6) 2014, the patient received third synvisc injection. On (B)(6) 2014, the patient received third synvisc injection. On (B)(6) 2014, the patient developed an effusion which was dark and cloudy. It was reported that the fluid was sent to the lab but it was not gout or an infection. Corrective treatment: antibiotics, intra-articular corticosteroid nos (steroid). Outcome: unk. A pharmaceutical technical complaint (ptc) was initiated and results are pending for the same. Seriousness criteria: events was serious as it required intervention.